Event description:
Failure to alarm while some of the wound exudate is draining into the canister most of it is pooling underneath the gauze and leaking onto the surrounding skin causing maceration. The device is not alarming even though there is an obvious leak.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go npwt device. The complaint is inconclusive and no product was returned for evaluation. However, the circumstances of the described complaint have occurred before. The DHR was reviewed and no issues were found during the manufacturing and/or release of the device. Since negative pressure therapy involves various elements within a system (i.e. Pump, canister, suction port etc), it is difficult to determine a definitive root cause for the failure to alarm. A leak alarm is designed to trigger if the system detects a significant leak. A potential cause of the pump not triggering a leak alarm with exudate leaking out at the wound site is that there was a blockage in the system at the same time as a leak, resulting in the system being able to hold the required negative pressure. Also, in order for the leak alarm to sound, fluid must have cleared the tubing and a free flow of air must be detected for a specific amount of time. It is possible that there was exudate in the tubing that had not cleared and therefore the alarm did not sound. There is no indication from the complaint description that the pump was malfunctioning however this cannot be verified since the device was not returned for evaluation. A definitive root cause could not be determined at this time. In response to failure to alarm complaints, smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality. No other complaints have been received for this lot number.